Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Incorrect anatomy. Evaluation summary: visual inspections were performed on the returned device. The deployment issue and stent elongation was not confirmed. The tip detachment was confirmed. It should be noted that the supera instruction for use states: the supera peripheral stent system is indicated to improve luminal diameter in the treatment of patients with symptomatic de novo or restenotic native lesions or occlusions of the superficial femoral artery and / or proximal popliteal artery. It could not be determined if using the supera in the tibial artery caused or contributed to the difficulties. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. The investigation determined the reported difficulties were due to case circumstances. It is likely that the distal sheath of the supera delivery system was entrapped or bent in the anatomy such that the ratchet was unable to engage the stent properly preventing it from fully releasing. The stent elongation and tip detachment was the result of retracting the delivery system with the partially deployed stent into the introducer sheath. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion in the right anterior tibial artery. Following pre-dilatation, an attempt to implant a 4.5x80mm supera peripheral stent in a 2.5mm size vessel was made; however, the stent elongated over 10% from outside the procedure sheath. The thumb slide was retracted and the tip separated when the stent system was being removed, but it remained in the procedure sheath. The system was removed as a unit under fluoroscopy. The procedure was successfully completed with manual pressure. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.